Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that on (B)(6) 2026, a 16 mm amplatzer septal occluder was chosen for implant using an 8f amplatzer trevisio intravascular delivery system. The device was prepared according to the instructions for use. During the procedure, the left atrial disc was deployed into the left ventricle and was observed to form a ¿cobra head¿ configuration. The physician re-sheathed and redeployed the device; however, the same observation recurred. The device was then removed from the patient and reshaped on the back table. After appearing to deploy properly on the back table, the device was re-attempted in the patient but again appeared as a ¿cobra head¿ in the left atrium. The 16 mm amplatzer septal occluder was removed, and a 15 mm amplatzer septal occluder (lot# 9220118) was selected and successfully implanted using the same delivery system. The deformed device was never released from the delivery cable while inside the patient. There was no angulation or kink noted in the delivery system. There was no interaction with cardiac structures during deployment. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects reported.